Event description:
The physician attempted to direct a stent through a tight lesion in the left circumflex artery. The stent would not cross the lesion. The physician attempted to pull back the stent through the guide catheter. As this was attempted physician met resistance. Physician pulled back again with increased force which dislodged the stent into the left main artery. An attempt to snare the stent was made, but to no avail. The physician then inserted a balloon and pushed the stent into the left circumflex artery and was able to inflate the balloon at the lesion. However, the very proximal portion of the stent was still seated in the left main artery. The pt was sent to surgery for bypass of the left main to the left circumflex artery.